Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient took the bandages off the night prior to the call because it was hurting when the patient was laying on it. The patient said it felt like there was a round raised place the size of a small orange below the incision and like a bruise. Additionally, the patient indicated that since implant on (B)(6) they have made it through the night without needing to get up to use the bathroom. However, the night prior to the call the patient needed to get up 3 times. The implant was checked and found to be turned on and set to 1.06 on program 3. The patient was advised to check with their healthcare provider (hcp) to see if they should be using the patient programmer (pp) yet and to report their symptoms to their hcp as well. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.